Event description:
It was reported that the peel-away sheath did not separate along the intended center tear line. In an attempt to peel the sheath apart, additional force was applied, resulting in stretching and deformation of the sheath. At the time of this report, the customer has not responded to requests for additional information. Therefore, no further details are available for evaluation. Should additional information be received, the complaint record will be updated accordingly.

Manufacturer narrative:
(B)(4).